Manufacturer narrative:
Correction : describe event or problem, reporting office contact, manufacturer narrative DHR updated. A review of the device history record showed the device had a manufacture date of 08jul2014. The review was performed from the date of manufacture to the present date 07apr2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that there were persistent occlusion fluid errors and 'check IV set' errors. There was no patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08jul2014. The review was performed from the date of manufacture to the present date 22feb2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had occlusion fluid errors and 'check IV set' errors persistent, despite setting up device over multiple docking stations for function testing. There was no reported patient involvement.

Manufacturer narrative:
Describe event or problem, unique identifier (UDI), and imdrf annex a, b, c, d, g grid fields are updated.

Event description:
It was reported that there were persistent occlusion fluid errors and 'check IV set' errors. There was no reported patient involvement.